Event description:
During use of the device for a surgical procedure, the user observed an intermittent "color chip failure" error message at start up. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.